Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reported issue contribute to any patient adverse consequences? Do you have any photos available for visual analysis? Could you please confirm the lot number? Please provide the source or name of person providing answers to follow-up questions: additional h11: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown, (B)(4). Device property of: none, device in possession of: none. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available."

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. "I am contacting you regarding the prolen 4.0 suture, reference: mpp8682h, batch number: 10areq. We used this suture during hand surgeries and, in four patients, the suture failed ¿ it broke close to the knot. In each case the surgeon had to place a new suture. We would like to know how our complaint will be handled. Would it also be possible for a representative to contact us to arrange the return of the sutures for analysis?" No adverse patient consequences were reported. Additional information was requested.